Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that it was functionally okay with insignificant anomalies. Analysis of the anchors (no serial number) found that they had been cut. Analysis of the electrical stimulation leads (serial number (B)(6)) found that the outer insulation had a cosmetic issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient later reported they had to go in and move the stimulator battery around and when they did it broke the leads so the patient had to redo the whole thing. Patient stated a rep was present for the procedure. The rep reported that based on what they read from the doctor's report, the full system was replaced. The damaged leads were replaced. The rep noted another rep involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they had no notes in their system regarding broken leads. However, the patient had had three reprogramming's. The rep would contact the hcp and send an email with further information when it is available.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2025. Brand name: vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2024; explant date: (B)(6) 2025. Brand name: neuromodulation device; product ID: neu_unknown (serial: unknown); product type: 0217-unknown; implant date: (B)(6) 2024; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep), in regard to a patient (pt) who was implanted with an implantable neurostimulator (ins). Rep reports the patient's system was replaced. Rep reports the issue is in regards to the anchors in the fascia causing pain and discomfort to the patient when they leaned back. The stimulator and lead system were in tact and providing pain relief. The entire system was replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that per their understanding, the patient was quite skinny and the anchor sites in the fascia would cause pain and discomfort when she leaned back. The anchors came from 977a260 leads kits sn# (B)(6) sn# (B)(6) implanted on (B)(6) 2024 while under the name (B)(6). They added that the patient was just experiencing pain at the anchor site, and not the ins. Patient weight is unknown.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that per their understanding, the patient (pt) was quite skinny and the bumpy anchors from the lead kits were causing the pt discomfort when they leaned back. Rep noted that the current event issue was regarding the anchor site. Rep provided the serial numbers of the affected leads and anchors. The information has been confirmed by the patient. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had an implant removed and put back in. Pss reviewed that pt has a new ins model and sn. Pt stated the first ins implanted in (B)(6) 2024 has been removed because it was causing pt discomfort. Pss is sending an update to prs to deactivate the previous ins.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 97791 lot# serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.